Event description:
Boston scientific received information that this right ventricular (rv) lead displayed out of range impedance measurements greater than 2500 ohms with no capture. It was determined that the lead had fractured. A lead revision was performed to explant the lead. A new lead was implanted. There were no adverse patient effects.

Manufacturer narrative:
This report will be updated should the lead be returned or additional information is received.

Manufacturer narrative:
Additional information was received that this lead remains implanted surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Analysis revealed all wires of inner coil were fractured possibly in area of suture tie-down, approximately 21 centimeters (cm) from terminal pin. Laboratory testing confirmed the reported clinical observations.